Manufacturer narrative:
It was reported that the patient has a stiff knee. Revision surgery is planned to explore the patient's knee for scar tissue and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has a stiff knee. Revision surgery is planned to explore the patient's knee for scar tissue and exchange the poly insert.